Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found in specification during testing and the system error 345 could not be reproduced. Evaluation inspected the device and found no issues with the thermistors. During testing the upstream thermistor remained approximately 4 degrees above the downstream thermistor which is acceptable. A review of the event history log verified the reported issue as system error 345 messages. The cause was determined to be attributable to the ultrasonic sensor out of specification which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.